Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The pump was started in applications and problems were found with the device double beeping with a cassette attached. The issue was caused by the downstream sensor and it will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.